Manufacturer narrative:
(B)(4).

Event description:
The customer obtained questionable high test results for 146 patient samples using the a1cx-2 tina-quant hemoglobin a1cdx gen.2 whole blood application (hba1c2) on the cobas integra 800 analyzer (i800). Of the 146 sample results, example data was provided for four samples. All results were released outside of the laboratory. Corrected reports were issued for the 146 samples with the repeat results since they were deemed correct. Patient a: the initial result was 11.9%. The sample was repeated on another i800 analyzer in the laboratory with a result of 7.29%. Patient b: the initial result was 12.1%. The sample was repeated on another i800 analyzer in the laboratory with a result of 8.10%. Patient c: the initial result was 14.2%. The sample was repeated on another i800 analyzer in the laboratory with a result of 9.27%. Patient d: the initial result was 11.1%. The sample was repeated on another i800 analyzer in the laboratory with a result of 7.15%. No adverse event occurred. The hba1c2 reagent lot number is 16446901 with an expiration date of 12/31/2017. The customer thought that the issue was related to a specific reagent pack that was on-board the analyzer at the time of the event. She replaced the reagent pack and discarded the original. The field service representative found issues with the fluidic and pneumatic systems, and noted a "system pressure low" alarm. He found a failure of the pressure container seal. He cleaned the pressure container seal and the safety valve seal. He checked all pressure connections. He checked operation of the stat port and found no issues. He performed a fluidic and temperature initialization, and the analyzer met specifications. Investigation activities are ongoing.

Manufacturer narrative:
The issue resolved after the customer changed the reagent pack and the subsequent service activities. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The most likely root cause for the discrepant results was a hardware-related issue. A damaged reagent cassette could not be excluded.